Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that cause of the lead migration was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-oct-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-oct-2020, UDI#: (B)(4). Device evaluation conclusion code pertains to lead 977a260 5mm compact 1x8 MRI ((B)(4)) and lead 977a260 5mm compact 1x8 MRI ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported lead migrated on (B)(6) 2017. The hcp stated there were no symptoms or signs. It was noted the event was related to the device or therapy and was not related to the implant procedure. The hcp stated the device was reprogrammed, but the event was unresolved with no further actions planned. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had intermittent, minimally uncomfortable stimulation when getting up from a chair. It was noted the event was related to the device or therapy and was not related to the implant procedure. It was noted the most recent interrogation prior to the event was on (B)(6) 2017. It was noted no actions were taken and the event was resolved on (B)(6) 2018. The hcp noted the clinical diagnosis was uncomfortable stimulation. There were no further complications that have been reported as a result of this event.